Manufacturer narrative:
This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4). H3 other text : see narrative.

Event description:
After confirming with customer, this event is duplicate with pr#(B)(4). ***************************************** returning a steel needle after an injection reveals a broken needle (the steel needle is detached from the plastic piece that connects it to the back end of the needle), causing the patient's blood to leak out of the back end of the needle. With immediate forceps out, sterilized to stop bleeding.

Event description:
It was reported that the bd intima-ii y 24gax0.75in ss prn slm npvc needle pulled out of the hub. The following was provided by the initial reporter translated from chinese to english: "returning a steel needle after an injection reveals a broken needle (the steel needle is detached from the plastic piece that connects it to the back end of the needle), causing the patient's blood to leak out of the back end of the needle. With immediate forceps out, sterilized to stop bleeding."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.